Manufacturer narrative:
Age, weight, ethnicity: unknown/ asked but not available. Date of event: unknown, not provided. If implanted, give date: unknown, information not provided. Initial reporter phone number: (B)(6). The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded toric intraocular lenses (iols) were explanted from patient's eyes as the vision was not good and patient had halos and glare. The daily activities were significantly affected. Another toric lenses of different model were used as the replacement. No other information was provided. This report captures one of the explanted lenses and a separate report, 3012236936-2023-00219, is being submitted for lens explanted from the other eye of the patient.

Manufacturer narrative:
Additional information was received from the facility and the corresponding fields are updated in this filing. There was no information indicating the eye related to the lens captured in this report. Hence, details provided for both eyes are being mentioned below and the same will be indicated in the supplemental report capturing the other lens (3012236936 - 2023 - 00219): section a2: age/date of birth: 72 years old, (B)(6) 1950. Section a3: gender: female. Section a4: patient weight: unknown, but it was mentioned as approximately 150 lbs. Section a5: ethnicity/race: white. Section d6a: if implanted, give date: (B)(6) 2022 (od), (B)(6) 2022 (os). Section b5: the patient was stable and doing well post operatively when discharged. She was mildly distressed with her symptoms however it was not excessive. By post operative day 7, the patient had symptoms of glare and poor vision despite normal healing. Surgeon gave the patient more time to heal. At 1 month the symptoms still persisted and had not lessened. The pre-operative visual acuities were 20/30 in right eye and 20/25 in left eye. After the implantation with the original lenses, the visual acuities were 20/50 in both eyes. After the explant, the visual acuities were pending to be calculated, but as of post explant day 7, they were 20/30 and 20/40 with edema. No other interventions were performed and patient was happier with the vision post explant. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.